Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler m31 air detected in cassette warning occurred fill 4 of 5. The patient was connected. The patient rebooted cycler and cancelled treatment at the time of this call. The fresenius technical support representative advised to re-setup cycler. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the liberty select cycler. There was no harm or adverse event reported, and no medical intervention was required. In a second follow up, it was discovered that the pd nurse conducted a home visit at the patient¿s residence on (B)(6) 2025 and observed fluid leak in the compartment where the cassette was located when the door was opened.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler m31 air detected in cassette warning occurred fill 4 of 5. The patient was connected. The patient rebooted cycler and cancelled treatment at the time of this call. The fresenius technical support representative advised to re-setup cycler. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the liberty select cycler. There was no harm or adverse event reported, and no medical intervention was required. In a second follow up, it was discovered that the pd nurse conducted a home visit at the patient¿s residence on (B)(6) 2025 and observed fluid leak in the compartment where the cassette was located when the door was opened.